Event description:
It was reported that bd texium set had flow issues. The following information was received by the initial reporter with the following verbatim: verbatim: the texium piece isn't the one that comes attached to the tubing. It's ref# (B)(4). It's the texium closed male luer with female cap. Nursing reports occasionally having an issue pulling drug and fluid through the lines and has to replace this texium piece. Once changed, they don't have issues getting fluid through anymore. We've had a couple times nursing has brought back preps and said fluid wasn't moving through the line. Our pharmacists have directed us to change the line out, not only the texium. I suppose we could have had an issue with the texium piece, but we won't know since we replaced multiple things when preps returned to the pharmacy.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10012241-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. .